Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported chemo leaked while connected to a nexiva peripheral IV. There is no report of patient harm.